Manufacturer narrative:
Investigation summary: a complaint of foreign matter was received from the customer. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20105967 was performed. The search showed that a total of 17,283 units in 1 lot number was built on 14oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the root cause of this failure was not identified as no product was returned. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: material no: 2420-0007. Batch no: 20105967. We would like to report a tubing issue. Rn was opening new package of bd alaris pump infusion set primary tubing and noticed that the spike on the set looked dirty. What was the date and time of event? (B)(6) 2021 @0955. Did this event occur during patient use? No. Patient demographics: n/a. Medication involved: propofol. Size of container: 100ml. Was there any harm to the patient? No.